Event description:
Procedure performed: unknown. Event description: report from the sales rep, a piece of seal component was fell off into the body cavity. It was retrieved from the body cavity. The case was completed with same one. The doctor had an impression that it was handled a little roughly, but it is not clear at what point the piece fell. Initial investigation report by aomori olympus. The event unit was returned to olympus and visually inspected. The shield was detached from the shield. The shields were found to be scratched and bent. The unit will be returned to amr for further evaluation. Type of intervention: piece of the seal was removed from the body cavity. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear component. Visual inspection of the event unit confirmed the complainant¿s experience of seal component separation. The clear component was identified to be the shield, an internal plastic component of the seal. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.".

Event description:
Procedure performed: unknown. Event description: report from the sales rep. A piece of seal component was fell off into the body cavity. It was retrieved from the body cavity. The case was completed with same one. The doctor had an impression that it was handled a little roughly, but it is not clear at what point the piece fell. Initial investigation report by aomori olympus. The event unit was returned to olympus and visually inspected. The shield was detached from the shield. The shields were found to be scratched and bent. The unit will be returned to amr for further evaluation. Type of intervention: piece of the seal was removed from the body cavity. Patient status: no patient injury.